Event description:
Pt was revised to address loosening between cement/implant mantle.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify FDA of the results of this investigation once it has been completed.